Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery rapidly depleted. Pump history verified the battery depletion rate. Customer's blood glucose was 200 mg/dl. Reportedly, customer fully charged battery and continue pump therapy.